Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a (B)(6) male patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy (dose, frequency and lot number not reported), this report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment rendered for the event was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The patient's medical history was significant for sick, nausea, vomiting, and abdominal pain (B)(4), end stage renal disease (esrd), hypertension and pneumonia. Concomitant medication was not reported. An opinion of causality was not reported for the event of peritonitis. A search was performed and it was found the clinic had received the following transfer sets from baxter within six months before the incident: 5c4482 and 5c4483, lot numbers: h11j26077, h11h31070 and h11k29095.

Manufacturer narrative:
(B)(4). Global pharmacovigilance received additional information from the peritoneal dialysis registered nurse (pdrn). On (B)(6) 2012, dianeal therapy was withdrawn and the patient was switched to hemodialysis. On an unreported date, the patient underwent hernia surgery. The patient was contaminated during surgery when they went into the peritoneal area which caused peritonitis. The nurse confirmed the event of peritonitis and the hospitalization. Treatment was unknown. The outcome for the patient was contaminated during surgery was not reported. It was unknown if the patient had recovered from the peritonitis. An opinion of causality was not reported for the event of the patient was contaminated during surgery. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. After reviewing this new information, a medical assessment has determined that this event is no longer a reportable serious injury as the cause of the peritonitis was contamination during surgery. No further follow ups will be sent regarding this event.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown; however, the manufacture and 510k will be provided in the MDR. Although there are multiple product codes provided, the brand name remains unchanged and will also be provided in the MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.